Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer rec'd a reading of 136 and 195 mg/dl within 10 mis. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.

Manufacturer narrative:
Control solution testing was performed and results were within valid range.